Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the common bile duct (cbd) during a stone removal procedure performed on (B)(6) 2019. According to the complainant, during the procedure, as the scope elevator was in short position, the cutting wire was oriented in the wrong direction. Reportedly, there was tortuous anatomy that was impacting scope positioning. There was no visible damage to the device prior to putting it through the scope or after the issue occurred. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6 (device codes): problem code 3009 captures the reportable event of incorrect cutting wire orientation. Block h10: visual analysis of the returned device found no visual damage. There was no twist from proximal to distal working length noted. Functionally, the device was introduced inside the duodenoscope and the initial tip orientation was found within the specification, the tip and the cutting wire of the device was facing to the right place. Based on all compiled information on this investigation, the most probable cause is no problem detected since the complaint included a returned device review (visual, dimensional and functional) which showed no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the common bile duct (cbd) during a stone removal procedure performed on (B)(6) 2019. According to the complainant, during the procedure, as the scope elevator was in short position, the cutting wire was oriented in the wrong direction. Reportedly, there was tortuous anatomy that was impacting scope positioning. There was no visible damage to the device prior to putting it through the scope or after the issue occurred. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.